Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 8/5/94 and revised on 1/11/96 because the patient was "unable to pump (the) penile prosthesis." In the received info the physician stated that "I then exposed the cylinders and found that they were folded upon themselves. I removed the cylinders and removed one rear tip extended on each side, replaced the cylinders and there was excellent placement of the prosthesis." The physician further stated that "it was peyronie's disease and malfunction of penile prosthesis secondary to shortening of the corporal bodies." In addition the pump was repositioned "to a more dependent position." Because rear tips only were removed and not returned, qa cannot comment on their condition. However, because qa's examination can neither confirm nor disprove the report of "shortening of (the) corporal body," or "malposition of penile prosthesis pump," and because the device remains implanted as is functioning as intended, qa accepts the physician observations of such as the reasons for surgical intervention. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service.

Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. The device was removed as the pt was "unable to pump penile prosthesis". 11/6/96-upon receipt of the md/surgeons operative report, it stated,..."unable to pump penile prosthesis and malfunction of the prosthesis". The surgery entailed, "reposition the pump, perform corporotomy and shorten prosthesis. Incision of peyronie's plaques". During the procedure the operative report stated,..."I exposed the cylinder(s) and found that they were folded upon themselves. I removed the cylinder(s) and removed one rear-tip extender on each side, replaced the cylinder(s) and there was excellent placement of the prosthesis. The pump was repositioned to a more dependent position in the mid to left hemiscrotum. It was peyronie's disease and malfunction of penile prosthesis secondary to shortening of the corporal bodies"."